Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2015-00448 / 00449 & 2017-00083). Literature - http://dx.doi.org/10.1016/j.artd.2016.10.004.

Event description:
During a left hip revision procedure, an intraoperative periprosthetic fracture occurred during removal of the femoral stem. The stem was removed due to eminent loss of osseointegration. The greater trochanteric fragment was stable with digastric muscle attachment, and fixation was not required.